Event description:
Revision surgery - patient was not getting full extension.

Manufacturer narrative:
The reason for this revision surgery was reported as instability after eight months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the sixth complaint for this part number: four for stability/poor joint issues and two due to infection. This is the first complaint for this lot number. The root cause for the instability and the patient's inability to obtain full extension at the joint was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.